Event description:
While trying to monitor patient during transport, the unit displayed "ECG comm error".

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept has finished the evaluation of the device.